Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing connected to the reservoir. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as his inflatable penile prosthesis did not work as expected. Two weeks later, the patient had his inflatable penile prosthesis replaced due to a crack in the tubing connected to the reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually examined, and leak tested. No leaks were identified. The reservoir kink resistant tubing (krt) had holes consistent with explant damage. The pump was not functional tested due to contamination. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at a fold in the middle of the cylinder, but no leaks were identified. Based on the information available and analysis results, the reported hole and device mechanical issues were unable to be confirmed.